Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received two radio frequency pic failed self test. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump alarmed after boot up and during pump self test due to faulty electrical component on the radio frequency board. Moisture damage was found on the all electronic assemblies noted. No unexpected reset anomalies or radio frequency test failed alarms noted during our testing. The insulin pump passed error test and displacement test. The insulin pump had minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.